Event description:
It was reported to philips that the system shut down during a heart surgery procedure and would not restart. The device was in clinical use at the time of reported event. The patient¿s probes had to be removed, and the intervention was continued on a different system. An investigation into this complaint has been initiated by philips.